Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: a durasul, alpha insert, hooded, hh/32 (ref: 01.00013.508; lot: 2840076) has been received. It was reported that the allofit inlay hh 32 did not fit into the shell size 50 hh as it seems to be too small. It disappeared in the shell and the edge did not get jammed. The user assumed that the inlay size was too small, even if the inlay, was marked with size hh 32. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents have been received. Devices analysis: visual examination: the peg on the outer surface for centering the inlay within the shell is missing/ cut off. Further the exterior surfaces presents multiple scratches/ dents mainly in the area of the snap fit. Within the insert no damage can be detected. No functional tests can be conducted as the part shows several damages/ imperfections. Measurements: to ensure the insert has correct dimensions, the relevant characteristics were measured. Characteristic feature "diameter": the size (outer diameter) of the insert can be confirmed. Characteristic feature "diameter": the height of the insert can be confirmed. Further the DHR indicates that all components met all specifications. Review of product documentation: compatibility check: the durasul®, alpha insert, hooded, hh/32 is compatible with the reported "allofit shell 50/hh". Inspection plan: characteristic feature "diameter 44.63 +0.05/-0.05 mm" with scope of testing: aql 1.0; characteristic feature "diameter 44.69 +0.05/-0.05 mm" with scope of testing: aql 1.0; characteristic feature "dimension 20.8 +0.05/-0.05 mm" with scope of testing: aql 1.0; characteristic feature ¿diameter 15.5 +0.05/-0.05 mm¿ with scope of testing: aql 1.0. Surgical technique: the surgical technique states "the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centred in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer". Root cause analysis failure of connection between shell and insert due to insufficient snap geometry: not possible: the snap geometry was checked and within complaint summary an adverse trend due to inadequate design would have been detected; difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the screw plug: not possible: nothing indicates the screw plug has been damaged; difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug: not possible: nothing indicates the polar plug has been damaged; difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell: not possible: nothing indicates the polar thread of the shell has been damaged; difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis: not possible: no pelvis fracture is reported; failure of connection between shell and insert due to wrong pairing of components (wrong size): possible: even if it is reported a shell with size 50/hh was used which is compatible to the returned inser of 32/hh, this cannot be confirmed as the shell was not returned. So it remains possible a larger shell was applied during surgery; failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility list: possible: even if it is reported a shell with size 50/hh was used which is compatible to the returned inser of 32/hh, this cannot be confirmed as the shell was not returned. So it remains possible a larger shell was applied during surgery. Failure of connection between shell and insert due to wrong assembly procedure: possible: as the damage and scratches indicate a possible wrong assembly procedure. Conclusion summary the returned insert with size 32/hh has been produced according specifications and its correct size can be confirmed. It remains unclear why it did not suit a compatible shell with size 50/hh. Possibly a larger shell was used. But remains an assumption as the reported shell has not been returned. Furthermore, the detected damages on the insert (guiding peg missing, scratches and dents) do not suit the reported event. It is not clear how these damages occured when it disappeared in the shell being too small. The detected damages/ imperfections rather indicate that the surgeon had difficulties with centering the insert within the shell prior to impaction. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review but it is mentioned by complainant that it will be returned. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a surgery was planned on (B)(6) 2016 with an allofit inlay hh 32. It was reported that the allofit inlay hh 32 did not fit into the pan size 50 hh and seemed to be too small; the edge could therefore not be jammed. The surgery was completed with an other device and 5 minutes delay.